Event description:
The customer reported intermittent spo2 reading on the passport 2 monitor, which may have resulted in loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included replacement of the spo2 cable, reprogramming the cpu board, and reseating the cables. The unit was tested to factory's specifications. If functioned normally and was returned to use.